Event description:
According to the report an e-mail was received stating that the device had failed and gave just the implantation and revision dates. Pt was reimplanted on 2005 with c40+70483. So far further attempts to gain more info have not been successful.